Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled follow-up, a battery longevity anomaly was observed. Review of the interrogation revealed the first longevity estimate had been falsely high. The current longevity estimate is accurate going forward and the physician can now rely upon the programmer displayed longevity. The patient was stable before, during, and after both interrogations and will continue to be monitored with regular follow-up.